Manufacturer narrative:
Insulin pump passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was communicated properly with bg meter. Unable to retrieve data from the pump after downloading using carelink pro. Unable to determine the root cause, problem isolated to pcb2. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they required help with uploading data to carelink. The customer's blood glucose level was unknown. They stated that the insulin pump showed failed downloading message. The insulin pump will be returned for analysis.